Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore, a more specific code could not be selected.

Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was sleeping in the middle of the night (no symptoms experienced) and her husband randomly checked her blood glucose (bg) readings. Her bg reading was so low that the husband called an ambulance (no information about the exact bg readings and no information about any cgm readings). Paramedics arrived and took the patient to the hospital. When she arrived at the hospital, they took her blood glucose, and it was 38 mg/dl and the dexcom device showed a sensor failure without readings. They administered IV glucose and monitored her for 2 hours. The patient was discharged the next day. At the time of the report the patient was recovering. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.